Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) interrogation report displayed a battery status indicator bar that was gray after the device was programmed odo and was prevented from measuring the battery longevity. Once the device was out of odo mode, the measurements were taken correctly. It was further reported that the clinician inquired why the projected longevity estimate decreased from 8.9 years to 5.8 years after the device was programmed out of odo mode. The initial longevity estimate was ran with updated device parameters and lead output data which indicated the initial longevity estimate was actually 5.12 years instead of 8.9 years, and the decrease in longevity was due to previously higher right atrial (ra) lead outputs. The crt-d and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: annex b, annex, c, annex d, h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.